Event description:
During a clinic follow-up, r wave amplitude variation and a loss of capture were observed on the device. The patient is not pacemaker dependent and no intervention has been performed at this time. The patient was stable and will continue to be monitored.